Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that approximately one hour following the implant of this transcatheter bioprosthetic valve without complication, the patient began exhibiting signs of stroke. Later that day, computed tomography (CT) imaging was performed and confirmed a stroke had occurred. The exact cause of the stroke was unknown. No treatment was reported. The patient is reported to be in stable condition. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.